Event description:
The pt reported blood glucose results of "224 mg/dl and 180 mg/dl" with a lifescan meter, performed within 10 mins of each other. The pt was unable to perform a control solution test with the customer svc rep as the control solution was expired. The meter, test strips and control solution were replaced.